Event description:
A patient family member reported patient was unable to test on the one touch ultra meter. Patient's meter allegedly would default to the set up mode, requiring date and time to be reset. There was no result on their meter. Unable to resolve issue. Patient does take insulin based on readings. No further information has been reported.